Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched messages caused by the force required to close the door being higher than expected, and if not applied the pump will alarm. The door hooks were replaced to correct this condition.

Event description:
During baxter's functional testing of a spectrum pump, the device alarmed door not fully latched. There was no pt involvement.